Event description:
A malfunction alarm was reported, identified as malfunction code malf 0. There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer by providing pump reset information, but the issue persisted, leading to a decision to replace the pump. The customer was instructed to use multiple daily injections (mdi) as a backup therapy and was guided on how to put the pump into storage mode before returning it. The pump will be returned using a prepaid label within ten days.